Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain associated with and scrotal tenderness and requested to switch to a malleable prosthesis. A revision surgery has not yet been scheduled. The device remains implanted. There were no further patient complications reported.